Manufacturer narrative:
Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f2306 captures the reportable event of cardiopulmonary resuscitation. Imdrf impact code f02 captures the reportable event of patient's death.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access and delivery catheter was used in the duodenum for the treatment of stones on (B)(6) 2025. During the spyglass procedure, while performing irrigation the anesthetist warned of a rapid deterioration in the patients vitals. The device was safely removed, and doctors attempted CPR. However, the patient passed away shortly after. Air was used for insufflation during the procedure. In the physicians assessment the device did not contribute to the patients complications. There were no reported patient complications as a result of this event.